Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that they are receiving air detector alarms and high tmp alarms. Upon follow up, the clinic manager confirmed that they found that the alarms occurred either at the start of treatment or 30 minutes into treatment due to the venous chamber raising really fast while at the same time the arterial chamber drops. The change in pressure creating backups and air in the lines was found to be related to the newer combiset bloodlines received in may that have smaller transducers. The clinic manager stated that the staff now has to check the bloodlines every 10-15 minutes to ensure there are no issues. The clinic uses 2008t machines and various sizes of fresenius dialyzers. The clinic manager verified that there have been no external blood leaks. However there has been blood loss in each event and blood was not returned. The patients did not experience any symptoms, injuries, adverse events, or require medical intervention as a result of this issue. The patients completed treatments with new supplies and old transducers either on the same or different machine based on availability. The clinic manager confirmed there have been no reported issues with the 2008t machines. The clinic manager confirmed that the actual and companion samples are not available to be returned for physical analysis.